Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient's intra-aortic balloon pump was removed and the impella cp was exchanged over the wire without difficulty. After correct impella position was verified by fluoro and waveforms, the impella peel-away sheath was removed completely out of the body before peeling away. The repositioning sheath was then advanced, but md met some resistance and pulled back and readvanced. Impella placement was again verified by fluoro, however, reposition sheath was noted to be kinked. The impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported delivery issue - use, hematoma and vascular damage has been completed since the original report was filed. Per the clinical information provided, the root cause of the vascular damage - peripheral vessel issue was most likely use related. The repo unit was found kinked after insertion which caused vascular damage and hematoma at the access site.

Event description:
Additional information received that blood products were required and vascular damage was observed. Manual pressure held, difficulty achieving hemostasis. Pump was pulled out of position while attempting to hold pressure. Impella explanted to perform contralateral access balloon tamponade and cutdown and was able to control the bleeding.

Manufacturer narrative:
Corrected information for the initial MFR 1220648-2023-02966 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
The vascular surgery team explanted the impella and performed a contralateral access balloon tamponade and cutdown. They were able to control the bleeding; however, there was a delay in blood products from the blood bank and a drop in mean arterial pressure (map). The patient went into arrest and cardiopulmonary resuscitation was administered. The patient coded for 40 min before the patient was pronounced dead. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.